Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced to the target lesion. Upon first inflation at 10 atmospheres, the balloon ruptured. The device was removed from the sheath and a pinhole rupture caused by the calcified lesion was noted. The procedure was completed with a 1.5mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).